Event description:
It was reported by the patient that they experienced a high blood glucose level of 400 mg/dL while wearing the Pod between 1 to 4 hours. Reportedly, even after delivering multiple boluses, their blood glucose levels would not come down. As treatment, the patient administered 2 manual injections of 7 U in 2 hours. Afterwards, their blood glucose level started to decrease and at the time of call, it was 386 mg/dL. The patient confirmed that the cannula did insert into the skin during wear, however the pink slide did not move forward. Upon removal of the Pod, the cannula appeared normal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone15.4.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.